Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four reloads opened by the account. Visual evaluation of the reloads noted that they were fully fired and two of the reloads had deformed anvil clamping mechanisms. Functional evaluation noted that the reloads fired as expected. Product analysis suggests the product was used in a surgical procedure. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopically assisted distal gastrectomy, the first fire of with the reload to duodenum was successful. After that, the surgeon fired the device with another reload to stomach, however, 5 staples of the outermost of 3 lines, at the middle point of the full length of the staple line, of stomach side tissue were not formed b shape at all and oozing bleeding occurred from the staple line. Therefore, additional resection was performed. They stopped using the device and used another to complete the procedure. The device UDI number is not available. The surgical time was extended by less than 30 min. The most resent status of the patient is reported as having no problems. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.